Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. The cause for low bg level was unknown, however, customer did not allege the pump to the cause. Customer drank orange juice to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.